Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having concerns with air gaps. The lower 16 does not fit within normal limits and upper 16 is borderline but has a large, isolated air gap on tooth #9.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.